Manufacturer narrative:
No product samples, images, or videos were returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. The complaint cannot be confirmed.

Event description:
The event involved a primary plumset that the customer reported the solution container was infusing an unspecified chemotherapy when leakage and air in line was noted once the closed system transfer device (cstd) broke from the tubing. The chemotherapy was spilled and the carpet needed to be cleaned or replaced. There is no report of harm.